Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the cavernous segment of the internal carotid artery using a neuron max 6f 088 long sheath (neuron max) and a non-penumbra guiding catheter. During the procedure, the physician experienced resistance while attempting to advance the neuron max in the common carotid artery. Therefore, the physician placed a guiding sheath inside the neuron max for support. The physician then advanced the guiding sheath and neuron max in the common carotid artery and down the aorta. While advancing the guiding sheath and neuron max to the brachiocephalic artery, the physician experienced resistance and subsequently, the physician could not navigate the guiding catheter. Therefore, the neuron max and guiding catheter were removed together. After the removal of the neuron max and guiding catheter, the physician noticed that the distal end of the neuron max was kinked, and the outer layer was peeled off. The procedure was completed using a new neuron max and the same guiding catheter. There was no report of an adverse effect to the patient.